Event description:
It was reported that "the red disc/cap of the planecta" (believed to be the sampling site) detached when the customer connected the syringe to the planecta to collect blood on the 9th day of use. Blood leaked from the detached part. There were no patient complications reported. The device was discarded at the hospital due to blood contamination.

Manufacturer narrative:
An evaluation of the device could not be done, as it was discarded; therefore, the complaint could not be confirmed. According to the report, this line was used for 9 days, which is beyond established infection control standards. As noted in the edwards IFU: the centers for disease control recommends replacing disposable or reusable transducers at 96-hour intervals. Replace other components of the system, including the tubing, continuous-flush device, and flush solution, at the time the transducer is replaced. Review of the available information suggests that the device was used significantly past its intended life, which may have contributed to the device breakage reported. No actions will be taken at this time. A supplemental report will be forthcoming with the device history record.

Manufacturer narrative:
(B)(4) supplier investigation found the rubber plug which is assembled to the cap by machine, and the cap with the rubber plug is assembled to the line manually. There is a 100% visual inspection conducted after assembly. In the case when the cap is found damaged during assembling; the rubber plug is removed by operators as 'defective'. There is no process which could damage the cap after this process. Possible cause of this incident are; ''projected part of the planecta which holds the cap was damaged due to adherence of chemicals, or excessive force was applied to the direction of the detachment of the cap, which may have caused to deform the projected part of planecta. However, we could not determine the cause since the product was not available for investigation.'' The device history was reviewed on a 'possible lot number'. The manufacturing record was reviewed and no abnormality was found in the production of the device.